Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-13742. It was reported that the patient was experiencing ineffective stimulation. X-ray diagnostics confirmed that one of the patient's two leads implanted at s1 had migrated. As result one of the patient¿s leads was explanted and replaced. Both leads are being reported since it is unknown which sn lead was explanted.

Manufacturer narrative:
A4 - patient weight corrected. B1 - correction: type of report should only have been adverse event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.